Event description:
1st tubing had a leak noted at the top of the drip chamber where the clear plastic meets the white bag spike. 2nd tubing was working as normal until halfway complete with the bag of blood, when it was noted to be running slow. The nurse switched the blood with saline and the flow ran normally again. The third tubing did the same as the second tubing with the next unit of blood. It ran normally until about halfway done, then slowed, when switched with saline, the saline ran as expected.